Event description:
It was reported that pump experienced malfunction alarm with code malf 0, with no notable events occurring beforehand and no information provided about impact on customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting pump using provided instructions, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction code appeared again, which caller acknowledged and understood.